Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had a b31 scope communication error. The issue was found during a laparoscopic reversal of hartmann¿s procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and error b30 (followed by error b31) a definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.